Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the product was used on the vulva during vaginal delivery. After the surgery, suture breakage and dehiscence were observed, leading to reoperation. At the reoperation, it was re-sutured with vr944 as well. The patient's condition has not been affected since then.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/26/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: date and name of index surgical procedure? Procedure name is vaginal through. Procedure date is unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? This is the case of vaginal through. On what tissue was the suture used? On the perineum. How was the dehiscence managed? Reoperation was performed. Please describe any surgical intervention required for the wound dehiscence including date and findings. Reoperation was performed. Is the quantity involved 3? The quantity involved is 1 in this case. If applicable, will product be returned? If so, please provide the return date and tracking information. No sample will be returned. The following information was requested but unavailable: please provide the patient's demographic information including age, weight, bmi at the time of index procedure unknown. The diagnosis and indication for the index surgical procedure? Unknown. What tissue dehisced? Unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. How was the suture placed (interrupted or continuous)? Unknown. How was the suture originally tied (multiple knots, square knot, etc.)? Unknown. Onset date/time of dehiscence? (# post op days) unknown. Please describe the appearance of the suture during the second procedure. Unknown. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Unknown.

Event description:
It was reported that a patient underwent childbirth on an unknown date and suture was used for perineal suturing. Post-op, the wound was opened after the operation. Reoperation was performed. Additional information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device rjcbpze0 number, and no non-conformances were identified. Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What tissue dehisced? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Is the quantity involved 3? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Note: events reported in 2210968-2021-12407 and 2210968-2021-12408.